Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing disconnected and leaked blood from the IV.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing disconnected and leaked blood from the IV.

Manufacturer narrative:
H.6. Investigation summary: DHR review; was previously conducted for investigation pr 620066-622162 cr, which disclosed the following: lot 8197833; was built / packaged on nfa line #1 from 17july2018 thru 19july2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Two photos were provided for evaluation of this incident. Photo revealed an undamaged opened package from 20ga bd nexiva closed IV catheter system d/p from lot 8197833. Photo revealed the extension tubing assembly with the pinch clamp and a q-syte attached to each port/luer. The photos revealed separation of the extension tubing from within the clear port of the catheter/adapter (stabilization platform). *there were no visible traces of adhesive observed on the extension tubing. Relationship of device to the reported incident: manufacturing ¿ *the defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. CAPA 684099 was opened to investigate the separation adapter from tubing complaints and implement corrective actions.